Manufacturer narrative:
H10 h3,h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided picture noted one missing membrane on the cassette. The complaint was confirmed and the root cause has been associated with a manufacturing error. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the manufacturing process revealed the step to install the cassette membranes is documented. A correction in the form of a complaint notification has been issued to manufacturing management to mitigate future recurrences.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided picture noted one missing membrane on the cassette. Visual inspection of the returned device noted that the cassette is missing a transducer membrane. Functional evaluation was not performed because the visual inspection confirmed the complaint. The complaint was confirmed and the root cause has been associated with a manufacturing error. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the manufacturing process revealed the step to install the cassette membranes is documented.

Event description:
It was reported that before an arthroscopy procedure, when uncovering the dyonics tube, it was evident that a membrane was missing; the procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.